Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor), pacing lead impedance measurement of more than 2,000 ohms. Additional information was received indicating that the system was interrogated in office and the lead impedance measurement as well as the device functionality was within normal limits. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information became available that there were continued out-of-range (oor) impedances noted, and as a result the right ventricular (rv) lead was surgically abandoned and successfully replaced. The device remains in service with the new rv lead. To date, no adverse patient effects have been reported.